Manufacturer narrative:
The hill-rom technician troubleshot with the account, suggesting they check for change of state on left head siderail cable to junction box pins 6 to 7 with bed alarming. Hill-rom was not able to determine if hill-rom performed preventative maintenance on this bed since no serial number was provided by the account. Hill-rom contacted the account multiple times to obtain the resolution for this issue. No response has been received from the account. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed exit will alarm locally at the bed, but will not send a nurse call. This report was filed in our complaint handling system as complaint #(B)(4).